Event description:
The customer reported an issue with the pump's touchscreen not responding, resulting in the pump screen being frozen and unresponsive to input. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the issue persisted, leading to the decision to replace the pump. No backup therapy was available, so the customer was advised to contact their healthcare provider.